Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple temperature alarms. The pump was not within abnormal temperature conditions. The customer's blood glucose level was 117 mg/dl. The customer had insulin injections available as alternate insulin therapy.